Event description:
Pt had in place a 3.5 cuffed flex pedi bivona trach. Trach was changed to another 3.5 cuffed flex pedi bivona trach. After otolaryngology (orl) left, a persistent air leak was present and unable to seal. Orl was called to check if cuff had been inflated prior to placement and confirmed that it had. Orl instructed team to change out trach as it had a good tract. A new 3.5 cuffed flex bivona was opened and water filled outside balloon, but would not advance into the tubing and inflate the cuff. Another trach was opened and that cuff didn't inflate as well. When the tubing from the outside balloon to the front of trach was removed there was found a solid piece of plastic in the tubing at the end closest to the outside of trach. The cuff was then able to be inflated at the entrance of the cuff. All the lot numbers for the defective trach's were # cl49442, the lot number of trach placed in or was cl49288. Resp therapy was unable to locate any flex bivona 3.5 trachs that didn't have the defective lot number. A 3.5 pedi bivona was placed. All defective equipment was saved.